Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak (pvl) is a known potential complication associated with the tavr procedure. Pvl can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case the cause of the event is likely due to patient (severe native valve and root calcification) and procedural factors. As reported by the sales representative, the perceived cause of event was due to the three bars of calcium that were protruding from the annulus into the lvot. The calcium created additional channels of pvl, which could not be sealed with post dilation or a second valve for increased radial strength. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information:

Event description:
As reported by the edwards sales representative, during the transfemoral tavr procedure, the first 26mm sapien valve was prepped and deployed in a good position. The post deployment echocardiogram showed a moderate to severe paravalvular leak (pvl) around 3 bars of calcium extending into the lvot. In order to troubleshoot, 1ml of diluted contrast was added to the atrion device and the valve was post-dilated, yielding zero improvement in pvl. A second 26mm valve was then deployed within the first sapien in an attempt to resolve the leak and reduced the pvl to a strong moderate. A vascular occluder was then placed in one of the pvl channels decreasing the leak to mild. Per report, the patient¿s aortic valve and root was severely calcified. Additional information indicated the patient¿s the first valve was positioned and deployed in a 60:40 aortic position. Additionally, balloon inflation was held for more than 3 seconds during deployment, there was no loss of pacing capture during deployment and the image intensifier angle and the coaxial alignment of the delivery device system and valve were noted to be fair. Moreover, the perceived cause of event was due to the 3 bars of calcium that were protruding from the annulus into the lvot. This created additional channels of pvl which could not be sealed with post dilation or a second valve for increased radial strength.